Event description:
After insertion of the iab, during the patient transport, blood was noted in the tubing. The iab was removed and not replaced. No patient injury or further complications occurred. No further details are available.

Manufacturer narrative:
Date of this report:4/1/1998. Approx. Age of device: 05mos.